Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -6.5/4.0/095 (sphere/cylinder/axis) was implanted and removed due to the lens being flipped. A replacement lens was implanted into the patient's right eye (od).